Manufacturer narrative:
(B)(4) date sent: 10/18/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. The following information was requested, but unavailable: were clips malformed? Was there an issue of malformed clips for 2 devices on this same one procedure? Or were there two separate procedures on which one el5ml device had malformed clips?

Event description:
It was reported that during an unknown procedure, the clips were not ligated well; especially at the proximal site of the clips. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out and the orange indicator was found under-traveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.